Event description:
It was reported that an ilet user experienced pairing failure between the ilet and a dexcom g7 cgm, with the device displaying ¿pairing with sensor¿ for over an hour and preventing weight entry; customer care guided the user to switch cgm configuration from g7 to g6 and back to g7 and advised a follow-up if the cgm did not connect within 30 minutes. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user guidance to reconfigure cgm settings. Investigation of this case revealed a communication and connectivity issue between the ilet and the cgm without evidence of a hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device pairing failure related to cgm communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.